Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that at unspecified date and time within the couple of weeks prior to contacting lfs, she developed symptoms of ¿feeling low, just not quite right¿. During the follow-up call the patient further described her symptoms as feeling ¿shaky¿. In response to her symptoms, the patient reported testing her blood glucose with the subject meter and obtaining blood glucose readings of "8.9, 4.4 and 3.8 mmol/l" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. During the follow-up call, the patient claimed she treated herself with orange juice and some dex4 glucose tablets and the symptoms abated afterwards. The patient claimed she did not perform blood glucose tests on any other device. During the follow-up call, the patient informed the csr that she tests her blood glucose 5 to 6 times a day and that her normal blood glucose range is between 4.0 ¿ 10.0 mmol/l. The patient reported that she manages her diabetes with insulin (humalog 3 times a day, self-adjusted based on blood glucose readings; lantus, fixed dose morning and night). The patient was unable to recall what her last blood glucose reading was with the subject meter prior to the onset of her symptoms or if she took an increased/decreased amount of insulin based on the result. The patient informed the csr that she felt the subject meter and test strips could have contributed to the onset of her symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 - (B)(6) 2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.